Event description:
It was reported that in july of 2005, the pt was experiencing severe kidney pain and from experience, thought it might be a kidney stone. The dr scheduled a stone removal procedure in 2005 to blast the stone with a laser instrument and basket out the remains. Reportedly, when pulling out the basket, the basket came off the shaft and remained inside the pt's ureter. The dr tried to blast the stone further, hoping the basket would close, but it did not. The stone was pulverized but the basket was still there. The dr tried to push the basket up to the kidney pelvis but was unable to do so. A ureteral stent was placed alongside the basket to secure it with plans to remove it when the basket was removed. A percutaneous nephrostomy tube was placed two days prior to going in through the kidney to try and remove the basket. The basket was successfully removed but the dr decided to leave the nephrostomy tube and ureteral stent in place until the following day when they were to insert dye to make sure no clots had formed before they removed the tube. Unfortunately, they found more stones, one of which they could not remove. Nephrostomy tube was left in place but finally removed and pt now has to go for urine culture in one week, cystoscopy to remove the stent in three to four weeks and an ivp to assess the damage in six to eight weeks.